Event description:
It was reported by service report that the fowler was stuck in an elevated position and could not be lowered.

Event description:
It was reported by service report that the fowler was stuck in an elevated position and could not be lowered electrically.

Manufacturer narrative:
Supplemental submitted as investigation discovered that the fowler was not lowering electrically, but it could be lowered via the manual CPR released.